Event description:
Philips received a complaint by the customer on the v60 indicating that the v60 would not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that they could not power on their v60. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Prior to the customer calling, the customer attempted to use a different power supply and it was believed the issue was resolved. At a later time, the issue returned. The customer then attempted to use a different user interface (ui) assembly, but the issue was not resolved. The rse and customer tested the power supply and confirmed that the power supply was getting 120 alternating current (ac) volts going into the power supply and the 24 direct current (dc) volts going into the power management (pm) printed circuit board assembly (pcba) but this did not resolve the issue. The rse then advised the customer to use a new motor controller (mc) printed circuit board assembly (pcba) then a central processing unit (cpu) printed circuit board assembly (pcba) in an attempt to resolve the issue. The customer later called back and informed the rse that they discovered the cause of the issue was due to a loose cable to the on/off button. The customer reconnected the cable and confirmed the issue was resolved. The customer reconnected the cable to the on/off button to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.